Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error. Analysis found a loose electrocardiogram connection and replaced and calibrated the link electronic module. The software was also reloaded and updated due to the boot error. Concomitant products: product ID r2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer would not accept the software distribution network connection and produced an error when software was attempted to be loaded. The service disk was run but did not resolve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.